Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user posted a public review alleging recurrent hypoglycemia while using the ilet, including reports of blood glucose readings in the 40s and concerns about excessive insulin delivery and high insulin on board, without prior reports to support. Symptoms included hypoglycemia. Outcomes included no reported injury requiring medical intervention and no hospitalization. Investigation included outreach attempts for additional information and case assessment. Investigation of this case revealed that the cause and mechanism of the reported hypoglycemia could not be confirmed due to lack of corroborating data and no device evaluation, and no device malfunction was verified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and unconfirmed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.